Manufacturer narrative:
H3: a final report shall be submitted after the device is analyzed and additional information is received. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that intra-op, during the procedure, noise of approximately 900 v occurred. When an impedance check was performed, the result cleared in green; however, the impedance value was slightly high. The noise occurred intermittently. However, because the electrode had already been cut after the procedure, it was requested that the investigation be conducted within the range that can be confirmed. The procedure was completed while continuing to use the reported product and there was no patient impact.